Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had 2 episodes of intense shock when connecting the patient programmer to the generator. The first incident was 4 days ago, and patient stated as soon as she put the paddle over her generator she felt a hard shock radiating from the ins down the right buttock and clenching forcefully in her vagina. Patient moved the paddle and the intensity decreased. Patient doesn¿t know what program she was on but the amplitude was 1.9 v. Patient stated the clenched sensation dissipated after 30 minutes. On the date of the report at 8:15 am the patient tried to connect again and stated the same shock and clenching sensation occurred, but mush more intensely and the patient doubled over from the pain. The rep spoke with the patient at 11:55 am and patient stated the clenching intensity has not decreased from the morning. It was reviewed to turn stim off, check impedances, palpate withstim on and off, check if position changes stim/sensation, any recent falls. The patient will be going to the clinic today to get stim turned off and to see the doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the rep indicating that the patient saw the physician on (B)(6) 2020. Hcp told the rep that the patient had been turning on and off the stimulator without realizing it. The hcp turned her stimulator back on and lowered the stimulation to a comfortable level. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep stated that they did not know the patient¿s weight and according to the physicians, the shocking was resolved that day.